Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose level displayed as "high". A specific bg value was not provided. A manual insulin injection was administered to address bg level. The customer reverted to manual injections for insulin therapy.